Event description:
The doctor reported that all four implants have a defective hex connection, and the procedure could not be completed.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).D10. Concomitant Medical Products T3ST410, T3® PRO NON-PLATFORM SWITCHED TAPERED IMPLANT 4MM (D) X 10MM (L) lot 2120033185. T3ST410, T3® PRO NON-PLATFORM SWITCHED TAPERED IMPLANT 4MM (D) X 10MM (L) lot 2120033186 x 2.